Manufacturer narrative:
Lot review: a review of lot# 3347598 showed that 400 units were manufactured, tested, inspected and released in (B)(6) 2017 citing no exception documents. Visual inspection: received one (1) (partial sample) used 011-46108-02, transpac® it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves; reported lot# 3345798. The as -received 011-46108-02 partial set consists of the following: the arterial line stopcock, 4-way, luer valve with tubing on either side and without male/female luers attached and the safeset reservoir with tubing on either side without male/female luers attached. The pressure tubing was observed to have an inadequate solvent ring only half of the tube was observed to have solvent. Final analysis summary: the reported complaint of pressure tubing coming away was confirmed. The root cause of the failure is believed to have been caused from insufficient solvent. ICU medical through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process. ICU medical will monitor and trend.

Event description:
Complaint received regarding tubing separation from the male luer connected to the needleless valve. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3347598 showed that 400 units were manufactured, tested, inspected and released in january 2017 citing no exception documents.

Event description:
Complaint received regarding tubing separation from the male luer connected to the needleless valve. No adverse patient consequences reported.